Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID wr9230; product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the rs6230 did not start up when the power button was pressed. Even after an attempt was made to reset the device with a charged battery, it could not be used. It is unknown if there are any patient/external/environmental factors contributing to this event. The issue has not been resolved. No symptoms were reported.